Event description:
It was reported that a surgeon put the patient's first pump "in wrong" and it had to be replaced, the reporter was certain that the entire system had been replaced. The medication being administered at the time of this event was not reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).